Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the manufacturer representative was in a procedure were the surgeon was implanting a paddle lead. Impedance testing was performed and there were high impedance values; the 0-7 tail of the lead was out of range. All the impedance values were out of range on the side with the white marker on the lead when tested at 0.25 volts. It was noted that they tried to pull it out and wipe it down but that did not help. Another lead was tried and the issue resolved; impedance looked normal. The original lead was not implanted and was discarded. It was noted that there were no symptoms or complications associated with this event, and the patient was alive with no injury.